Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead was explanted due to high out of range pacing impedance measurements. No adverse patient effects were reported.